Event description:
Resident transferred out of apollo tub on to chair base. Resident turned perpendicular from tub, cna staff drying lower legs, resident adjusted self in chair, chair part slid backward off base with resident tipping backwards onto floor, hitting head on floor & receiving laceration to back of head. Chair completely separated from base of apollo chair.